Manufacturer narrative:
Revision occurred after 21 days for infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 weeks after the prior revision surgery which occurred on (B)(6) 2024, which was a removal of competitor product and a conversion to hemi. The first implantation of fx components occurred on (B)(6) 2023; before this was a primary implantation of a competitor system at an unknown date. The first revision of fx components occurred on (B)(6) 2024. No fall or other trauma reported. This latest revision occurred for infection. Offset head 54x21 and 5 mm spacer were explanted and replaced with an offset head 43x17 and double taper cone.